Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve there was a left visual disorder. Magnetic resonance imaging (MRI) was performed and an acute cerebral infarction was observed in the right occipital lobe. Multiple infarctions in the anterior circulatory system were also observed. The patient remained hospitalized and the condition was monitored with an antiplatelet agent. Per the physician the transcatheter valve and the procedure may have caused or contributed to the cerebral infarction. No additional adverse patient effects were reported.